Event description:
The customer reported that the 9600 system had a precharge failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack, high voltage cable, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.